Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Was this device serviced by a third party? No. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation for falsely decreased sodium results on the alinity c, serial number (B)(4), included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. The customer declined service dispatch or troubleshooting by phone; therefore, a definitive cause of the discrepant results was not identified and the alinity c instrument, serial number (B)(4), was considered the likely cause. A review of the instrument history revealed no additional erratic or discrepant patient results reported for serial number (B)(4) and no contributing factors described in this complaint. No subsequent issues have been reported. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased sodium results for several patients on an alinity c analyzer. The following data was provided (customer¿s reference range is 116-146 meq/l): sample ID (B)(6) initial result was 115 repeats were 121, 154, and 153 meq/l. Sample ID (B)(6) initial result was 101, repeat was 146 meq/l. Sample ID (B)(6) initial result was 106, repeat was 144 meq/l. Sample ID (B)(6) initial result was 106, repeat was 148 meq/l. Sample ID (B)(6) initial result was 108, repeat was 146 meq/l. There was no impact to patient management reported.